Manufacturer narrative:
Twenty six complaints regarding wax plugs of the rapid strand rx kits have been received after changing to (B)(4) manufacture in nov 2012. Most customers reported that the strands fell out of the needles into the sterile packaging and/or were not retained in place by the plugs. An audit of the (B)(4) facility was performed on (B)(4) 2013. No issues were discovered during this audit in terms of the loading process, procedures, or training. Theragenics uses a fixture to control the amount of bone wax added to each needle, and uses a "go/no go gauge" to confirm the amount of bone wax in each needle. The plug undergoes several subsequent inspections and the process is very reproducible. Based on the investigation of loading process at theragenics, including procedures, process and training, this was found to be adequate and not root cause for this failure. The rapid strand rx loaded by (B)(4) follows the identical loading process that is used for theragenics customers' implant kits. However it was noted that there have not been similar complaints from theragenics customers indicated that it could in fact have been unfamiliarity with the different packaging used by (B)(4). Considering his back ground, it will be important to check with customer that they are familiar with the rapid strand kit packaging. Evaluation summary: conclusion: no adverse events reported, procedure completed as planned without any morbidity or mortality. There may be training needs for the customer to reload the seed without exposure to excessive radiation by using a sterile forceps and to correctly open the packaging. Follow-up information was received on 06-jan-2016: quality assurance investigation summary: all documents and all in process paperwork were reviewed and the order met all release specifications and requirements and there were no manufacturing anomalies or unusual events during manufacturing. The bone wax placement was verified and signed off on the custom needle configuration plan for this order at the time of loading. While the specific root cause was inconclusive, tgx is currently exploring the design of a fixture with a lure fitting which will screw onto the hub that will potentially improve and add a level of automation to the bone waxing process. Housed within has a spring loaded stop, the stylet presses against the spring loaded stop as bone wax is inserted into the distal end of the needle. The stylet is displaced until 5 mm of bone wax is inserted. A corrective action plan has been initiated to document the process changes and effectiveness. The complaint was reviewed with the production team and the process for validating a new bone waxing fixture is currently underway. Quality assurance investigation has been finalized.

Event description:
Report #2915056-2016-00001 is a health professional report from USA concerning a device malfunction with no associated adverse event. The report involves a male (age not reported) who was implanted with rapid strand rx. It appeared that there was inadequate bone wax in some needles causing the seeds to fall out during the implantation procedure for the treatment therapy of prostate cancer. Concurrent medical condition included prostate cancer. Past medical history and concomitant medications were not reported. On (B)(6) 2015, the patient underwent a brachytherapy treatment of prostate cancer with rapid strand rx (dose not reported). The lot number was provided as 150438a. The problem was noticed during the procedure when few of the loose strands seeds were already planted. Two needles were involved or had loose needle plugs. It was also stated that the person handling the kit was experienced. They were able to reload the needle and proceeded with the implantation and were able to complete the procedure. The details of reloading of the needle with rapid strand rx by the physician are not mentioned and could have resulted in unexpected radiation dose to physician fingers. No adverse events were reported. Medical assessment concluded: no adverse events reported, procedure completed as planned without any morbidity or mortality. However, as the rapid strand fell out during the procedure there is a possibility that if the physician was unable to load the strands then it may have compromised the radiation dose to this patient and result in inadequate therapy. Outcome of the event was not provided at the time of this report. Quality assurance investigation has been initiated. Follow-up information was received on 06-jan-2016: quality assurance investigation summary: documents and all in process paperwork were reviewed and the order met all release specifications and requirements and there were no manufacturing anomalies or unusual events during manufacturing. The bone wax placement was verified and signed off on the custom needle configuration plan for this order at the time of loading. While the specific root cause was inconclusive, tgx is currently exploring the design of a fixture with a lure fitting which will screw onto the hub that will potentially improve and add a level of automation to the bone waxing process. Housed within has a spring loaded stop, the stylet presses against the spring loaded stop as bone wax is inserted into the distal end of the needle. The stylet is displaced until 5 mm of bone wax is inserted. A corrective action plan has been initiated to document the process changes and effectiveness. The complaint was reviewed with the production team and the process for validating a new bone waxing fixture is currently underway. Quality assurance investigation has been finalized.

Manufacturer narrative:
(B)(4). Most customers reported that the strands fell out of the needles into the sterile packaging and/or were not retained in place by the plugs. An audit of the theragenics facility was performed on (B)(6) 2013. No issues were discovered during this audit in terms of the loading process, procedures, or training. Theragenics uses a fixture to control the amount of bone wax added to each needle, and uses a "go/no go gauge" to confirm the amount of bone wax in each needle. The plug undergoes several subsequent inspections and the process is very reproducible. Based on the investigation of loading process at theragenics, including procedures, process and training, this was found to be adequate and not root cause for this failure. The rapid strand rx loaded by theragenics on behalf ge healthcare follows the identical loading process that is used for theragenics customers implant kits. However it was noted that there have not been similar complaints from theragenics customers indicated that it could in fact have been unfamiliarity with the different packaging used by theragenics. Considering his back ground, it will be important to check with customer that they are familiar with the rapid strand kit packaging. Conclusion: no adverse events reported, procedure completed as planned without any morbidity or mortality. There may be training needs for the customer to reload the seed without exposure to excessive radiation by using a sterile forceps and to correctly open the packaging.

Event description:
Report #2915056-2016-00001 is a health professional report from USA concerning a device malfunction with no associated adverse event. The report involves a male (age not reported) who was implanted with rapid strand rx. It appeared that there was inadequate bone was in some needles causing the seeds to fall out during the implantation procedure for the treatment therapy of prostate cancer. Concurrent medical condition included prostate cancer. Past medical history and concomitant medications were not reported. On (B)(6) 2015, the patient underwent a brachytherapy treatment of prostate cancer with rapid stand rx (does not reported). The lot number was provided as 150438a. The problem was noticed during the procedure when few of the loose strands seeds were already planted. Two needles were involved or had loose needle plugs. It was also stated that the person handling the kit was experienced. They were able to reload the needle and proceeded with the implantation and were able to complete the procedure. The details of reloading of the needle with rapid strand rx by the physician are not mentioned and could have resulted in unexpected radiation dose to physician fingers. No adverse events were reported. Medical assessment concluded: no adverse events reported, procedure completed as planned without any morbidity or mortality. However, as the rapid strand fell out during the procedure there is a possibility that if the physician was unable to load the strands then it may have compromised the radiation dose to this patient and result in inadequate therapy. Outcome of the event was not provided at the time of this report. Quality assurance investigation has been initiated.